Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to low blood glucose. Customer's blood glucose was 14 mg/dl. It was reported that customer was not able to talk and 911 was called. Customer was treated with glucose and food and was released. Customer reported to have received a motor error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarms within the last month and no motor position encoder error alarm. Insulin pump passed displacement test. Customer was advised to monitor insulin pump and to call back should issue persist.